Manufacturer narrative:
The insulin pump buttons all responded properly and no button error alarm was noted. However, moisture damage was noted at the keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, cracked display window, minor scratches on the display window, a missing end cap sticker and a peeling address and serial number label.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, which was in the pocket of the customer's sweats. Her blood glucose level was 160 mg/dl. The customer was advised to revert to a back up treatment plan. Nothing further was reported.